Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reports that the patient has a return of symptoms this morning. They are not finding anything in the bladder, not putting out much urine. The patient has a catheter now. Caller said she is wondering if the device is working. The caller was not with the patient so troubleshooting was not performed. No further complications were reported.